Manufacturer narrative:
Initial and final (B)(4) - device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced three events of infusion set bent cannulas. First two events occured on (B)(6) 2025 and one event occured on (B)(6) 2025. The site of insertion was abdomen. Patient noticed symptoms within three or more hours of insertion. High blood glucose reported was 580 mg/dl. Patient was told by the healthcare professional to take off the infusion set until the ketones were cleared out, and use the multiple daily injection and then to put back on the pump and only use it for basals. No further information was available.